Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing seemed to be hanging and she pulled on it a little bit and that was when she realized the tubing had detached from the site location, while she laid on the couch. The site location was on her left arm close to her shoulder and the pump was clipped to her bra strap really close to the site. The infusion had been used for two days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to the patient's body. Upon investigation, of the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.